Manufacturer narrative:
The report of the autopulse platform (sn (B)(4) displaying a "system error, out of service, revert to manual CPR" error message was confirmed during functional testing and archive data review. The root cause of the issue was due to the communication error from the drive train motor. Evaluation of the platform during initial power up, revealed a system error, out of service, revert to manual CPR message. The platform was connected to the autopulse vision software and the error message was able to be cleared. The archive data revealed a system error 139 (unable to hold compression position) message on the reported event date. The autopulse platform is a reusable device and was manufactured on 01 apr 2007. It has exceeded its expected service life of 5 years. As part of routine service during testing, the autopulse was subjected to the run in test using large resuscitation test fixture and after 4 minutes the platform displayed a user advisory (ua) 17 (max motor on time exceeded), this is due to a defective drivetrain. This issue is not related to the reported event. Historical complaints were reviewed for service information related to the reported complaint and there was no previous history of complaint reported for autopulse platform sn (B)(4).

Event description:
During shift check, the autopulse platform (sn (B)(4) displayed "system error, out of service, revert to manual CPR" message upon power up. No patient involvement.